Event description:
The pt had the device implanted for breast reconstruction. After 5 wks of normal healing, the pt presented with a fever. The pt underwent surgical procedure which found pus around the implant. Both the implant and the device were explanted. The physician was contacted multiple times and refused to give more info. This complaint was originally evaluated as unrelated to the device due to the time post surgery. Lifecell is now reporting this event as there is not a clear statement from the surgeon that other contributing factors such as seroma, were present. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Method of eval: review of the info reported. Review of the device history records. Query of lifecell's complaint mgmt system for any other complaints reported against devices distributed from lot s10535. Results of eval: "other (to be specified)" - review of the device history records resulted in no remarkable findings, with no deviations or non conformities related to the nature of this complaint. (B)(4). (Ref. MDR 1000306051-2011-00068). Conclusion: internal investigation demonstrated that the device met qc release criteria. Standard of care for infection in the breast after reconstructive surgery is to remove all foreign bodies. Lifecell is now reporting this event as there is not a clear statement from the surgeon that other contributing factors such as seroma, were present.